Event description:
The event is reported as: the cuff of the sheridan et tube deflated approx 20-30 minutes after the surgical procedure was started. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint can not be confirmed since the sample was not available for investigation at the time of this report. Teleflex will continue to monitor and trend relating complaints.